Event description:
Home pt (hp) reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Home pt noted two small holes in tubing and moisture on floor. Home pt reported both his cats were present in room during treatment. Per pt no pt injury resulted.